Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported allegation of a hole, fluid leak, and mechanical issue was unable to be confirmed through analysis. Technical analysis: the product was returned for analysis to our post market quality assurance laboratory. Visual examination and functional testing of the pump did not find any device malfunctions and the pump performed within all testing parameters. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to device dysfunction as a result of pump tube breakage resulting in about 30% fluid loss. The ipp pump was explanted and replaced with a new ipp pump. The patient was stable following the procedure.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to device dysfunction as a result of pump tube breakage resulting in about 30% fluid loss. The ipp pump was explanted and replaced with a new ipp pump. The patient was stable following the procedure.